Manufacturer narrative:
(B)(4). The catheter was returned for investigation. The returned catheter was found fractured at approximately 5mm to the distal tip. The proximal fractured portion showed distortion of the polymer jacket. Microscopic observation of the fracture surface found distortion of the polymer jacket and braid elongation. No other significant damage was recognized. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it is presumed that this event is attributed to rotating manipulation that was performed while the catheter distal tip was trapped by the heavily calcified cto lesion, applying the rotational force exceeding the product design limit to the catheter distal tip. There was no indication of product deficiency. The IFU states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); and [malfunction and adverse effects] separation.

Event description:
It was reported that subtotal 99% cto was wired through either a very narrow remaining lumen, a microchannel or a small bridging collateral to reach the distal vessel (confirmed by contralateral angiography). The subject catheter would not cross, and a guiding catheter from the left radial approach began to back out. Support was augmented with an anchor balloon in the conus branch and the catheter advanced with rotation (clockwise then anticlockwise in turn). No forward progress was made so the device was withdrawn - with rotation. As the operator's end of the device was being withdrawn, it was clear there was no withdrawal of the tip which was left behind. The withdrawn catheter was measured to establish how much was missing and concluded it was likely just the tip. The lesion was then wired through the cto, away from the original channel with another wire and a microcatheter which allowed the case to be completed.